Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden jump in capture threshold to high levels. Reprogramming was performed to increase the threshold and change polarity. It was also reported the left ventricular (lv) lead had failure to capture. The patient is a participant in the product surveillance registry study. The lead remains in use. No patient complications have been reported as a result of this event.